Event description:
It was reported that the xience stent was implanted in a target lesion spanning from the left anterior descending artery to the left circumflex. The guide wire exit port the intravascular ultrasound (ivus) got stuck with the distal edge of the promus stent and withdrawal difficulty occurred. Attempts to remove the ivus were unsuccessful so, the pt was transferred to another hospital, where the ivus was surgically removed. The stent was fully apposed to the vessel wall after surgical removal of the ivus catheter. The pt condition was reported as good. Information received states, "please be informed that this incident was not due to any malfunction or problem of xience v." No additional information was provided.

Manufacturer narrative:
(B)(4). The device remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant information.